Manufacturer narrative:
Investigation: five samples were provided to our quality team for investigation. The product was visually inspected, no defects or damage was identified. Dimensional testing was performed on the sample connectors, verifying all critical dimensions on the connector and luer are within specification. A device history review was performed for lot 1908102, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. Testing results were reviewed for the reported lot and results were found to be acceptable. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that connector disconnects from microclave as well as hub with a bd phaseal connector c35-o. This occurred on 3 occasions during use, however, all 3 situations were with same patient. The following information was provided by the initial reporter: a few staff in bmt have recently had the optima connector disconnect from microclave (2 times) and from catheter hub(1). All three situations were with same patient. The male connector became unattached from the blue enclave (patients line).

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that connector disconnects from microclave as well as hub with a bd phaseal connector c35-o. This occurred on 3 occasions during use, however, all 3 situations were with same patient. The following information was provided by the initial reporter: a few staff in bmt have recently had the optima connector disconnect from microclave (2 times) and from catheter hub(1). All three situations were with same patient. The male connector became unattached from the blue enclave (patients line).